Event description:
A 7 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a right renal artery lesion in 2004. The lesion was not pre-dilated. The abdominal aorta was narrow and the ostium of the renal artery was reported to be calcified with an acute angle. It was reported that the physician was unable to completely insert the stent into the lesion and decided to withdraw the delivery system back into the guide catheter to pre-dilate the lesion. The lesion was pre-dilated and the same delivery system was inserted; however, the stent was not able to cross the lesion. The delivery system was pulled back for removal; however, the stent moved off the balloon and onto the guidewire. The stent was snared and removed from the pt. The lesion was treated with another stent. No sequelae were reported and the pt is reported to be fine.